Event description:
New information received on (B)(6) 2018 indicates that the lead was removed and replaced due to noise. The patient was stable throughout.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was removed and replaced on (B)(6) due to an unspecified issue. No further information was available.